Manufacturer narrative:
Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 2 times by the lifevest on (B)(6) 2024. The patient¿s post-shock rhythm after the first treatment was asystole with CPR/motion artifact. The patient remained in asystole with CPR/motion artifact for about 8 seconds before the second shock was delivered. The patient then transitioned to af @ 60-80 bpm with CPR/motion artifact and electrode lead falloff. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient was reportedly unconscious at the time of the event. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detections. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient went to the hospital for evaluation. The outcome states the patient passed on (B)(6) 2024. Death evaluation can be found on (B)(4) / complaint number: (B)(4). No deficiencies were alleged against the device.